Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was not returned for investigation. Data logs were not returned as well. Without the product and data logs, the failure cannot be investigated further. Therefore, the root cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support, there was a placement signal and left ventricle curve not displayed alarm. The motor current pulsatile verified the impella was in the correct position. The device was successfully weaned and explanted. There was no reported harm or injury to the patient.